Event description:
It was reported that the 9800 system intermittently will not boot. When the system does boot it gives different error messages of touchscreen and keyboard failures. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the system processor and upgraded the software. The system operates as intended.